Event description:
It was reported that during a laparoscopic appendectomy procedure the device was fired and the cartridge popped out. It is unknown if the device cut or stapled. Another device was used to complete the case with no patient consequence. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.